Manufacturer narrative:
This report is being sent as a correction for the reporter institution information.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the rear cover of the device was being replaced, however, the allegation was not clear. Multiple attempts have been attempted to collect the additional information but, in the interim, an initial report is being sent. No reports of patient involvement nor impact.